Event description:
On (B)(6) 2025, a patient underwent a valvuloplasty procedure using true dilation balloon via the access site of right groin to treat the transcatheter aortic valve replacement. During the procedure, the balloon had a pinhole rupture. The procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one true dilatation valvuloplasty catheter returned for evaluation. Upon visual inspection, it was noted the device was returned loaded within the packaging hoop. No anomalies noted to the balloon, catheter or the y-body. During functional testing, an in-house presto inflation device was used to inflate the device, and water was noted to be leaking from the proximal balloon joint. The device was examined under magnification, and a partial break was noted at the proximal glue joint. No further functional testing was performed. Therefore, the investigation is confirmed for the identified break as partial break was noted at proximal glue joint. However, the investigation is inconclusive for the reported balloon rupture as further functional testing was not performed due to the identified break. A definitive root cause for the reported balloon rupture and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.